Event description:
The pt received his scs system on (B)(6) 2010. It was reported that he is not receiving effective therapy relief and is experiencing pain at the ipg pocket. The reported discomfort is said to be present regardless of the stimulator's function. F/u on the pt found that he is receiving adequate therapy coverage and pain relief; however, his ipg pocket remains sore. The physician suspects that the alleged discomfort is residual soreness from the pt's implant procedure. A consultation with the physician has been scheduled for further interrogation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.